Event description:
The following information was reported to kci by the nurse: the patient's wound allegedly appeared "dark" and was macerated. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. Kci has not been able to obtain sufficient information to establish a root cause